Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the impedance has been out of range for several years. Technical services (ts) reviewed the reports and provided troubleshooting actions. Ts also suggested a reprogramming option. The lead remains in use. No adverse patient effects were reported.